Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head displayed scope error (e226 and e236) and no video image. The issue was found during a therapeutic laparoscopic uterine scar repair procedure that was completed with a similar device. There were no reports of patient harm.